Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)- finger removed from strip before strip had sufficient time to detect sample test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Customer just bought meter today and has not been able to obtain results due to the e-2 error. The e-2 error occurred as soon as the blood sample was absorbed. The customer's expected fasting blood glucose test result is 110 mg/dl. At the time of the call on (B)(6)2017, the customer reported feeling weak, tired and shaky. Customer denied needing medical assistance at the time of the call. During the call on (B)(6)2017, a back to back blood test was performed by the customer non-fasting and produced test results of e-2 and e-2 using truemetrix meter. The product is stored according to specification. The customer was using the correct test strips. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6)2017. The meter memory was not reviewed for previous test result history (no results in memory as customer just purchased meter).